Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pfs alleges pain, instability, and recurrent abscesses, and using cane for mobility. After review of medical records, patient was revised to address aseptic loosening. Gross pathology reported of a large volume synovial fluid with consistent synovitis, metallosis, metallic debris, broken rim fit screw only one of four screw screw, gross loosening of cup. Operative report cup had a vertical altitude with gross anteversion and had migrated. Loosening confirmed. One broken screw were readily identified as broken involving the lipped portion of the cup and demonstrated with gross metallosis and gray stained. Doi: (B)(6) 2012; dor: (B)(6) 2014; (right hip).